Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed, cubie won't eject. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1-2 failed to show on the cubies. The field service engineer ran the hardware test application, and no cubies were seen. The fse checked the controller board, and the light diodes were illuminating fine. The fse removed and reseated the row board cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device.